Manufacturer narrative:
Product event summary: the device was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory showed the battery is approaching the indicator signifying the time for device replacement. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the implantable cardioverter defibrillator (ICD) exhibited high variability in longevity over a short period of time. Further investigation indicated that the ICD longevity was influenced by high voltage therapies that had been delivered in the past, and when record of those therapies had moved out of the longevity calculation range, the longevity adjusted upwards accordingly. The ICD remains in use. No patient complications have been reported as a result of this event.